Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that meter's display was craced. The medical affairs specialist spoke to the patient six days earier and obtained and verified the following information. The patient stated that she did not recall very much information about the event, as it occurred 3 months prior. The patient reported that approximately 3 months ago, the patient was unable to test on her meter for two hours because of the cracked meter display. The patient began to fell shaky and light-headed. She was unable to test at the time of her symptoms so she called the paramedics. The patient treated herself with glucose before she called the paramedics. While waiting for the paramedics she fainted. She could not state what result the paramedics received on their meter befause she was unconscious. The paramedics gave her IV glucose when they arrived. The patient has been using a back up device for testing since the event. The patient could not state how the meter display became cracked. The issue was not resolved with troubleshooting. This complaint is being reported, as the patient was unable to test on her meter; she subsequently lost consciousness and received medical treatment. A replacement meter has been sent.